Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. With all the available information, boston scientific concludes that the cause of the patient experiencing high impedances from the lead extension and undergoing a lead extension revision procedure was confirmed based on device analysis and record review. The device was returned and visual (microscope) and x-ray inspection of the lead extension revealed that three cables are completely broken at the bent/kinked section close to the proximal end, near the vent port. The cables are exposed at the damaged portion of the lead extension. Based on all available information, engineers are able to confirm the root cause of the event. The lead extension was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is cause traced to component failure.

Event description:
It was reported that high impedances were observed on the left lead of the deep brain stimulation (dbs), the patient underwent a revision procedure during which it was confirmed that the lead extension was fractured. The fractured lead extension was explanted and replaced with a new device. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.

Event description:
It was reported that high impedances were observed on the left lead of the deep brain stimulation (dbs), the patient underwent a revision procedure during which it was confirmed that the lead extension was fractured. The fractured lead extension was explanted and replaced with a new device. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.